Event description:
Mobi-c p&f us : revision due to subsidence it was reported on the mobi-c surgeon annual survey that a male patient, suffering from discal degeneration disease (pre-implantation ), was implanted at 2-level mobi-c implant at c5-c6 and c6-c7 on (B)(6) 2016. On (B)(6) 2017, revision was performed because patient developed subsidence of implant with c7 nerve pain on left. The implant was removed. It was reported that patient condition is good after the surgery. Additional information were requested to the surgeon without response received.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Several attempts were made to collect additional information on the event , but no additional data received. The information provided didn't allow to identify the reference and lot number of the prothesis which prevent from reviewing the device history records and traceability . Several hypothesis can be made related to this event , however due to the lack of provided data the exact root cause cannot be identified. If additional information were received another report will be made .

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to subsidence. Revision because patient developed subsidence of implant with c7 nerve pain on left. Additional information were requested to the surgeon without response yet. Patient condition is good after the surgery.